Manufacturer narrative:
Upon completion of the investigation, additional information will be provided in a supplemental report.

Event description:
As reported: "when we opened up the set in theatre there were 2x right mtp crosscheck plates (5820mpx1r) and no left side (5820mpx1l). There was a right sided plate in where the left should be. The patient we were doing was a left. Luckily we were able to bail out to a standard ortholoc mtp plate. This however was not the surgeons primary plan."

Manufacturer narrative:
Correction - please refer to d9, the product was not returned for investigation. The complaint couldn't be confirmed, since the device was not returned for evaluation and no other evidences were provided. Inspection of the received information/evidences are done or will be done, in the proceedings of the nc. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
As reported: "when we opened up the set in theatre there were 2x right mtp crosscheck plates (5820mpx1r) and no left side (5820mpx1l). There was a right sided plate in where the left should be. The patient we were doing was a left. Luckily we were able to bail out to a standard ortholoc mtp plate. This however was not the surgeons primary plan."